Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing and the unexpected delivery of a ventricular tachyarrhythmia therapy. Evidence of t-wave oversensing (twos) has been noted on (B)(6) 2016. Evidence of unexpected shocks has been noted during ventricular fibrillation (vf) episodes on (B)(6) 2016.

Event description:
It was reported that the patient received multiple shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. They were taken via ambulance and hospitalized as a result. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.